Event description:
A high reading issue was reported with use of the adc device. The customer received high sensor scan results and had contact with a healthcare professional who obtained a blood glucose reading of 49 mg/dl and 51 mg/dl. As a result, the hcp provided 4 glucose tablets as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Extracted data from returned sensor using approved software. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed., indicating that the sensor was providing accurate results. All results were within specification. No malfunction or product deficiency was identified. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.